Event description:
It was reported that when refilling the pump the interrogation showed ¿motor stop¿ since (B)(6) 2013. The patient experienced increased spasticity. Explant was planned in the next days. The patient¿s status was ¿alive ¿ with injury¿. The device system was used to deliver baclofen.

Event description:
It was later reported that the patient was 'well'.

Manufacturer narrative:
(B)(4).